Manufacturer narrative:
An event regarding difficulty seating a reverse shoulder baseplate and center screw was reported. The event was not confirmed. Method & results: device evaluation and results: a functional inspection indicates the device is fully functional. Medical records received and evaluation: not preformed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the returned device was examined and found to be fully functional. It is likely the root cause of the event is surgical technique. No further investigation is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
During the tightening of the glenoid baseplate, the baseplate would rotate after the screw was locked into the baseplate. The surgeon checked with his finger is the 28mm screw was bi-cortical and he could feel the threads indicating it was. The surgeon re-aligned the guidewire and re-reamed to endure there was enough bone exposed - re-tried to implant the baseplate and saw the same spinning result when tightening with the 28mm screw. A 32mm screw was opened as well as a new baseplate and it was tried a third time. The same result was observed. Surgeon had to change to another product intra-op.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During the tightening of the glenoid baseplate, the baseplate would rotate after the screw was locked into the baseplate. The surgeon checked with his finger is the 28mm screw was bi-cortical and he could feel the threads indicating it was. The surgeon re-aligned the guidewire and re-reamed to endure there was enough bone exposed - re-tried to implant the baseplate and saw the same spinning result when tightening with the 28mm screw. A 32mm screw was opened as well as a new baseplate and it was tried a third time. The same result was observed. Surgeon had to change to another product intra-op.